Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump received motor error. The customer¿s blood glucose level was 131 mg/dl. The customer reported that they received a motor error alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened button dome switch .the keypad connector on j2 or lcd is locked properly during visual inspection. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.